Event description:
It was reported that during device evaluation, the colonovideoscope had static image. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation, it is likely due to a defective plug unit and minor bend on pc board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.